Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked, found the primary gas source compressor was inoperative, opened the compressor, found the motor was not working, checked the motor connection, found loose connection, tightened it properly, cleaned water trap and air intake filters and the compressor and ventilator worked properly.

Event description:
It was reported during set up, that the ventilator generated an air supply loss alarm. There was no patient involvement.